Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparation of a centesis procedure, the catheter broke at the hub. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The hub was observed to be attached to the cap of the catheter. The complaint was not confirmed and no root cause was able to be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.